Manufacturer narrative:
H2-dimensional inspection of returned hip head found component to meet specification requirements. Dimensional analysis and cantilever testing of 1 hip head component from the same batch were found to meet product specification requirements. No further investigation is planned.

Event description:
Surgeon removed co's femoral hip head due 9/11/96 due to dislocation. The component had been implanted on 7/10/96.